Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovscular treatment of an abdominal aortic aneurysm. The patient had smell vessels, in diameter. The patient was not an open surgical repair candidate. It was reported that the iliac arteries were moderately calcified with tortuosity. The physician inserted the dilatators with slight resistance. The physician removed the dilatators from the patient and the dialator had dissected the iliac artery. The physician used a balloon to control the bleeding, lined the vessel with two iliac limbs. The physician angioplasty the distal end of the iliac artery with another manufacturer's balloon, with part of the balloon was out of the stent graft to repair is rupture. The physicain ballooned her external iliac in an attempt to enlarge the iliac artery in order to be able to advance the bifurcated stent graft. Then the physician viewed the CT determining that he was now able to insert the bifurcated stent graft. The bbifurcated stent grafft as inserted into the iliac artery and the bifurcated stent graft was stuck.the physician was unable to remove the stent graft and the patient was sent to open surgical repair. No additional sequelae were reported and the patient is in stable condition. The stent will not be returned to medtronic.

Manufacturer narrative:
H6 - patients condition affected effectiveness of device (small vessels (in diameter),moderately calcified with moderate tortuosity). Inherent risk of procedure (dissection). Evaluation - device failure/lack of effectiveness related to patient condition (small vessels (in diameter), moderately calcified with moderate tortuosity).